Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose of 11 mg/dl. The customer's current blood glucose is 174 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with food. Troubleshooting was done for low blood glucose and over delivery. The customer report did not allege over delivery on insulin pump. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.